Manufacturer narrative:
Device lot number - corrected from 17188868 to 7188837. Batch manufactured date - corrected from 08/23/2015 to 08/20/2015. Device evaluated by manufacturer: device was returned for analysis. During visual inspection, it could be seen that the shaft was fractured 7.2cm from the hub of the microcatheter under the strain relief and the inner liner was exposed 5.9cm in length . During physical testing, a coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating damage due to the black shiny marks appeared along the shaft. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred during prep. A 135/10 renegade¿ hi-flo¿ kit was selected for use to treat a tumor in the liver. Upon removing the device from the carrier hoop, it was observed that the shaft was fractured. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that a shaft fracture occurred during prep. A 135/10 renegade¿ hi-flo¿ kit was selected for use to treat a tumor in the liver. Upon removing the device from the carrier hoop, it was observed that the shaft was fractured. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).